Event description:
Healthcare professional reported that the aortic punch jammed and would not function. There was no report of adverse effects to the pt nor indication that the product had been used. Add'l info was requested, but not rec'd.